Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the patient was intubated, air leak was noticed. The patient was reintubated with a replacement tube. The customer reported that there was no patient harm.

Manufacturer narrative:
Evaluation summary one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.